Manufacturer narrative:
The tip cover will not be returned for failure analysis evaluation. An image was provided of the tip cover accessory packaging. The cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissors (mcs) tip cover fell off into the patient's body. During preparation, the mcs tip cover fell inside the patient. The tip cover was neither damaged nor torn and had been properly installed beforehand. It seemed that the tip cover was too loose. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The tip cover was retrieved during the same procedure. A new mcs tip cover was installed. The procedure was completed robotically. No post-operative tests were performed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The tip cover will not be returned for evaluation as it is not available.